Event description:
A malfunction alarm labeled as malf 12 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisting the caller with this process. The customer planned to attempt a reset once they reached their charging supplies and was advised to follow up if further issues arose.